Manufacturer narrative:
A ge service representative performed an onsite investigation. The image processor pcb, video controller. Pcb, isolated interface pcb, and fluoroscopic functions pcb were evaluated and replaced. The p5 connector in the image processor was also repaired as part of the service event. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system failed to boot and exhibitied a non-recoverable loss of functionality. No patient serious injury or death was reported related to this event.